Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the patient was admitted to the hospital on (B)(6) 2025 due to "rupture of anterior communicating artery aneurysm with subarachnoid hemorrhage" for emergency treatment. They underwent emergency intracranial aneurysm embolization and cerebral angiography. The operation went smoothly, and the patient was returned to the ward safely after the operation. In order to clear the cerebrospinal fluid and relieve the patient's vasospasm, the lumbar drainage device was used to perform lumbar drainage on the patient on (B)(6) 2025. The operation went smoothly. On (B)(6) 2025, it was found that the patient's cerebrospinal fluid extravasated on the bed, with a volume of about 20ml. The lumbar drainage tube was checked. There was a small crack at the interface between the soft silicone tube and the soft tube. It was considered that the patient's turning over in bed caused the soft silicone tube to rub against the soft tube and cause crack in the soft silicone tube. To avoid intracranial infection, the lumbar drainage tube was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.